Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The caller also mentioned that the device was stuck in the prime loop. The blood glucose was 193mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a slightly loose drive support disk. The device was received with cracked case at lcd window corners, lcd window and battery tube threads, and scratched screen.